Manufacturer narrative:
Lead model 3391s-40 lot #v159340 implanted: (B)(6) 2009 explanted: na; extension model 7482a51 serial #(B)(4) implanted: (B)(6) 2009 explanted: na; plug adaptor model 3550-09 lot #n193799 implanted: (B)(6) 2009 explanted: na; plug adaptor model 3550-09 lot #n250564 implanted: (B)(6) 2010 explanted: na; plug adaptor model 3550-09 lot #n133836 implanted: (B)(6) 2010 explanted: na; right stimulator system: neurostimulator model 7428 serial #(B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011; lead model 3391s-40 lot #v159340 implanted: (B)(6) 2009 explanted: na; extension model 7482a51 serial #(B)(4) implanted: (B)(6) 2009 explanted: na; plug adaptor model 3550-09 lot #n177550 implanted: (B)(6) 2010 explanted: na; plug adaptor model 3550-09 lot #n193799 implanted: (B)(6) 2010 explanted: na; this device was being used in a clinical trial noted as (B)(4). Analysis of neurostimulator model 7428 serial #(B)(4) showed no significant anomalies.

Event description:
It was reported that low impedances (<250 ohms) were measured between electrode #0 and 3 of the patient's left implantable neurostimulator (ins) system. The connections were checked and the patient was reprogrammed. The patient had no symptoms associated with this finding. On (B)(6) 2011, the left ins was replaced due to normal battery depletion. It was also reported that the right ins was replaced at the same time for normal battery depletion. It was noted that the low impedance persisted following the ins replacement and the patient was reprogrammed around the affected electrodes. The patient outcome was reported as recovered without sequelae.